Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) visited onsite and identified a possible issue with the dcps power supply. To resolve the problem, the dcps power supply were replaced and return the part for further analysis and the component failed to power on. After replacing the dcps power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.